Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) phoned in to inquire how to avoid further audible alerts on an implantable cardioverter defibrillator (ICD) that is at end of life (eol). Ahp stated the ICD has been eol for over two and a half years and the patient is hearing audible alerts for charge circuit inactive. It was noted that the patient's device has had ventricular tachycardia (vt)/ventricular fibrillation (vf) therapies and all pacing therapies programmed off for the past two and half years. The ahp was advised that the device would need to be replaced or removed to assure that no further tones are emitted by this device. The device currently remains implanted. No patient complications have been reported as a result of this event.